Event description:
The customer reported that the system displayed a collimator iris error message during a procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.